Event description:
It was reported that the patients ipg was no longer working. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2023.